Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the server to investigate the issue and confirmed that the order had not been discontinued in pes, noting that the user would need the appropriate permission's view patients and orders and discontinue pis orders to perform a discontinuation. Database checks showed that the es server never received the discontinued message from pis, meaning the order remained active in pes. The customer was informed that the order status in pes should show discontinued, and was advised contacting pis to resend the discontinued message so the order can properly update in pes. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a discontinued order for a patient was not dropping from the station. The order had been dispensed while the patient was at the ER station and was discontinued afterward. Following the patient¿s transfer to (B)(6), a user was still able to see the discontinued order, which appeared as active while they were pulling a different medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.